Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they reported the communicator port being loose and not charging all day with a call and also now was saying error. Steps taken to resolve the issue were none as they were trying to get in touch with customer service for the communicator defect.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: (B)(6) 2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that ever since they got the personal therapy manager (ptm) they had a hard time plugging the communicator into the ptm. Patient's communicator port was loose and the communicator did not hold a charge all day. When the patient plugged the cord into the communicator they did see a light on the top. The pin on the cord was hard to get in there and felt loose and looked like it was going to break. The cord would come out of the communicator. Patient did not have another micro usb cord to try to see if it would work. During call patient verified the pin on the cord was loose. A request was sent to the repair department to replace the cord. Patient noted ever since they got their pump in april every time they try to download the manual to the pain pump it went "to go cart go daddy or something and say service not available then goes black". The patient was having problems getting a manual and just wanted a paper manual.